Event description:
Ous MDR - after an implant period of approximately 40 months, oversensing on the atrial as well as on the ventricular channel was reported. The patient came in for provocative maneuvers and an xray which did not reveal any root cause. It was decided to explant the lead and the ICD.

Manufacturer narrative:
The lead and the ICD under complaint were returned for analysis. The inspection of the ICD memory content confirmed the clinical observation. The available iegms documented the presence of noise in the right atrial and right ventricular channels. However, there was no indication of an ICD malfunction. The sensing function of the ICD proved to be fully functional. The analysis of the lead revealed a rubbed through insulation between 19 cm and 17 cm distal to the is-1 connector pin. This damage can be considered to be the root cause of the reported atrial and ventricular oversensing. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. In conclusion, the ICD proved to be fully functional. There was no indication of an ICD malfunction. The clinical observation resulted from the observed lead damage. The manufacturing process of the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. No material or manufacturing problems were found.